Manufacturer narrative:
Additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the protective footplate had been drilled into and bent and the cutter could not be inserted. Therefore, the reported condition was confirmed. The assignable root cause of the craniotome malfunction was failure to follow the directions for use because when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment could be forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip which was component damage caused by user error. The assignable root cause for the cutter not being able to be insert was due to worn and misaligned bearings from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly

Event description:
It was reported that during service and repair pre-testing, it was observed that the drill tip on the craniotome device was bent and drilled; and that the cutter could not be inserted. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.